Event description:
On (B)(6) 2026, a 43 year old female patient underwent a port placement procedure using the powerport m.r.I. Isp. During the flushing of the peel away sheath, the doctor found that flushing was difficult. Additionally, there was issue with normal suction. Upon examination, plastic material was found adhering inside the dilator, preventing flushing and insertion of the guidewire. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows unsealed product tray containing guidewire hoop, sheath with dilator, non coring needle, vein pick, needle attached with a syringe and partial view of physician holding an introducer needle in one hand and a syringe in another hand was noted. Some surgical equipment and gauze were noted near the tray. The investigation is inconclusive for the reported suction, flush, failure to advance and obstruction of flow issues as exact circumstances of the reported event cannot be verified from photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a 43 year old female patient underwent a port placement procedure using the powerport m.r.I. Isp. During the flushing of the peel away sheath, the doctor found that flushing was difficult. Additionally, there was issue with normal suction. Upon examination, plastic material was found adhering inside the dilator, preventing flushing and insertion of the guidewire. There was no reported patient injury.